Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device has not been returned for evaluation. Based on the results of the investigation, it¿s likely the unclear image was due to a failure of the b light source, as switching to light source a caused the image to improve. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus video system was displaying a poor-quality image. According to the initial reporter, while performing a therapeutic electronic laryngoscopy procedure, the image was not displayed clearly. Upon further inspection, it was determined that one of the light sources was damaged. After switching to the secondary light source, the image display appeared normal. There was no patient harm reported from the above event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.